Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date the patient's pd catheter was removed and dianeal and extraneal therapies were discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized the same day as onset for the event. On an unreported date, patient began treatment with vancomycin injection 500 milligram once daily (route and duration not reported) and imipenem injection 500 milligram once daily (route and duration not reported). At the time of this report the patient outcome was unknown. The action taken with dianeal and extraneal therapies was not reported. No additional information is available.